Manufacturer narrative:
9615332-2017-00095 is associated with argus (B)(4), biotene dry mouth gentle oral rinse mild mint solution. The original submission of this report showed the wrong manufacturer number (1718912-2017-00026) in this additional manufacturer narrative field. The number has been corrected to 9615332-2017-00095.

Event description:
My husband used biotene gentle mint oral rinse and biotene spray. He has chemical burns in his mouth [chemical burn of oral cavity] experienced severe inflammation lasting for 6 days [inflammation of mouth] extensive peeling of buccal tissues [oral mucosal exfoliation]. Case description: this case was reported by a consumer and described the occurrence of chemical burn of oral cavity in a male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for dry mouth. Co-suspect products included glycerin (biotene mouth spray ((B)(6))) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray ((B)(6)). On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray ((B)(6)), the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant). The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. The action taken with biotene mouth spray ((B)(6)) was unknown. On an unknown date, the outcome of the chemical burn of oral cavity was unknown. It was unknown if the reporter considered the chemical burn of oral cavity to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray ((B)(6)). Additional details, adverse event information was received on 19 september 2017. Consumer reported that her husband used biotene gentle mint oral rinse and biotene spray. He had chemical burns in his mouth. Follow up information was received on 25 october 2017 via return authorization form to contact nurse. Contact details of nurse and consumer (patient) provided were updated. The consumer provided lot number of u7d041 for suspect biotene mouth spray ((B)(6)) and lot number of 7b004c for suspect biotene dry mouth gentle oral rinse mild mint solution. Both lot numbers were updated. Consumer stated that patient experienced severe inflammation lasting for 6 days and chemical burns with extensive peeling of buccal tissues. The event of inflammation of mouth and oral mucosal exfoliation were added to the case. On an unknown date, the outcome of the inflammation of mouth was recovered/resolved. On an unknown date, the outcome of the oral mucosal exfoliation was unknown. It was unknown if the reporter considered the inflammation of mouth and oral mucosal exfoliation to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray ((B)(6)).

Manufacturer narrative:
9615332-2017-00095 is associated with argus case (B)(4), biotene dry mouth gentle oral rinse mild mint solution.

Event description:
Case description: this case was reported by a consumer and described the occurrence of chemical burn of oral cavity in a male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for dry mouth. Co-suspect products included glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah), the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant). The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the chemical burn of oral cavity was unknown. It was unknown if the reporter considered the chemical burn of oral cavity to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received on 19 september 2017. Consumer reported that her husband used biotene gentle mint oral rinse and biotene spray. He had chemical burns in his mouth. Follow up information was received on 25 october 2017 via return authorization form to contact nurse. Contact details of nurse and consumer (patient) provided were updated. The consumer provided lot number of u7d041 for suspect biotene mouth spray (savannah) and lot number of 7b004c for suspect biotene dry mouth gentle oral rinse mild mint solution. Both lot numbers were updated. Consumer stated that patient experienced severe inflammation lasting for 6 days and chemical burns with extensive peeling of buccal tissues. The event of inflammation of mouth and oral mucosal exfoliation were added to the case. On an unknown date, the outcome of the inflammation of mouth was recovered/resolved. On an unknown date, the outcome of the oral mucosal exfoliation was unknown. It was unknown if the reporter considered the inflammation of mouth and oral mucosal exfoliation to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). Ae revision (B)(6) 2017: while reviewing this report, it was discovered that the reporter for this case is a nurse. This case is medically confirmed. The reporter (nurse) is the wife of the consumer. Follow up information was received on 27 november 2017 via adverse event reporting (aer) form by nurse. The nurse medically confirmed the information previously reported. The demographic details of patient were updated as provided. The start date of biotene dry mouth gentle oral rinse mild mint solution was updated as (B)(6) 2017 and stop date was updated as (B)(6) 2017. The duration of administration of biotene dry mouth gentle oral rinse mild mint solution was 25 days. The start date of biotene mouth spray (savannah) was updated as (B)(6) 2017 and stop date was updated as (B)(6) 2017. The duration of administration of biotene mouth spray (savannah) was 2 days. The patient route of administration was updated as oral for biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). The action taken with biotene dry mouth gentle oral rinse mild mint solution was withdrawn (dechallenge was positive). The action taken with biotene mouth spray (savannah) was withdrawn (dechallenge was positive).

Event description:
Case description: this case was reported by a consumer and described the occurrence of chemical burn of oral cavity in a male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for dry mouth. Co-suspect products included glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah), the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant). The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the chemical burn of oral cavity was unknown. It was unknown if the reporter considered the chemical burn of oral cavity to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). Additional details, adverse event information was received on (B)(6) 2017. Consumer reported that her husband used biotene gentle mint oral rinse and biotene spray. He had chemical burns in his mouth. Follow up information was received on 25 october 2017 via return authorization form to contact nurse. Contact details of nurse and consumer (patient) provided were updated. The consumer provided lot number of u7d041 for suspect biotene mouth spray (savannah) and lot number of 7b004c for suspect biotene dry mouth gentle oral rinse mild mint solution. Both lot numbers were updated. Consumer stated that patient experienced severe inflammation lasting for 6 days and chemical burns with extensive peeling of buccal tissues. The event of inflammation of mouth and oral mucosal exfoliation were added to the case. On an unknown date, the outcome of the inflammation of mouth was recovered/resolved. On an unknown date, the outcome of the oral mucosal exfoliation was unknown. It was unknown if the reporter considered the inflammation of mouth and oral mucosal exfoliation to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). Ae revision 09 november 2017: while reviewing this report, it was discovered that the reporter for this case is a nurse. This case is medically confirmed. The reporter (nurse) is the wife of the consumer.

Manufacturer narrative:
Number 1718912-2017-00026 is associated with argus case (B)(4), biotene dry mouth gentle oral rinse mild mint solution.

Event description:
My husband used biotene gentle mint oral rinse and biotene spray. He has chemical burns in his mouth [chemical burn of oral cavity]. Case description: this case was reported by a consumer and described the occurrence of chemical burn of oral cavity in a male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for dry mouth. Co-suspect products included glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah), the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant). The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the chemical burn of oral cavity was unknown. It was unknown if the reporter considered the chemical burn of oral cavity to be related to biotene dry mouth gentle oral rinse mild mint solution and biotene mouth spray (savannah). Additional details, adverse event information was received on 19 september 2017. Consumer reported that her husband used biotene gentle mint oral rinse and biotene spray. He had chemical burns in his mouth.